Manufacturer narrative:
Correction d9. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The new proximal bodies for hrs are getting stuck in the handles. The physician has tried an old revive handle and ordered a brand-new handle. The proximal bodies have gotten stuck on multiple occasions and caused them to have to tap the stem off with a mallet intra op. Sometimes the stem comes with it.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The new proximal bodies for hrs are getting stuck in the handles. The physician has tried an old revive handle and ordered a brand-new handle. The proximal bodies have gotten stuck on multiple occasions and caused them to have to tap the stem off with a mallet intra op. Sometimes the stem comes with it.